Event description:
The customer reported that the packaging containing this sterile tubing set has a hole in the peel pouch. This user noted this hole in the peel pouch when removing it from its box. There was no injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: conmed linvatec rec'd the tubing set and packaging for eval and confirmed the reported problem. A visual examination noted a puncture-like hole in the package lid that compromised the sterility of the product. Conmed linvatec is unable to determine how or when the packaging became damaged. A review of product history found no other reported events for this type of failure. Conmed linvatec will continue to monitor this device for failures.